Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test and motor error alarmed during occlusion test due to moisture damage noted in faulty force sensor system. The motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of motor error from the insulin pump. The customer's blood glucose was unknown. The customer stated that the pump alarmed motor error 3 times. No further details were given.